Event description:
Reported by the surgeon that a (B)(6) woman with history of aortic valve stenosis status post a repeat bioprosthetic aortic valve replacement surgery in 2008, now presents with severe prosthetic stenosis (ava 0.6 cm2) which required explantation and replacement. The edwards valve was explanted and replaced with a mechanical bioprosthesis. The explant operative report has not yet been provided.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has been arranged for return to edwards for evaluation, however it has not yet been received. Evaluation findings will be reported once completed. Without device evaluation, the mode of the reported stenosis cannot be identified. Bioprosthetic valve stenosis can be triggered by various physiological mechanisms such as calcific tissue degeneration, non-calcific tissue degeneration, and/or non structural dysfunction (e.g. Pannus growth). Additional information and analysis will be provided once available.

Manufacturer narrative:
Method = x-ray. Evaluation summary: as received, minimal to moderate calcification was observed in the cusp area of leaflet 1, while heavy calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margins of leaflets 2 and 3 exhibited heavy calcification, free margin of leaflet 1 exhibited minimal to moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue was minimal at the stent outflow. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc. ), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.